Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a patient use event, the user is questioning why the device did not shock on a shockable rhythm. There was no negative patient impact.

Manufacturer narrative:
(B)(4).